Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-640, lot# va0hsjf, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0hsjf, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the patient was just turned on the day prior to the date of this report and was ok in the healthcare professional¿s office but when the patient had gotten into the car to go home the dyskinesia had become very bad and was still bad on the date of this report. On (B)(6) 2014 when the patient went home the dyskinesia was all over the place. It was noted that the healthcare professional gave the patient normal pills and on the car ride home, it was out of whack, and when the patient woke up on the morning on the date of this report, it was the same. Patient was able to turn system off. Additional information was requested but had not been received as of the date of this report.